Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement. Device data was sent to rhythmcare for review. Data review determined there was oversensing of noise recorded. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).